Manufacturer narrative:
This supplemental report is being submitted to provide a correction to section g3. The correct become aware date for the reportable malfunction is september 4, 2023.

Manufacturer narrative:
A device history review showed no issues that could have caused or contributed to the reported issue. The device was returned, and the evaluation confirmed the customer¿s reported issue. A foreign, unidentified black plastic like material was protruding from air/water nozzle. As a result, the air water channel flow and suction are below standard specifications. The evaluation also noted the following: the up/down angulation has play, the scope failed the electrical safety test. It is unknown if there was any deviation in reprocessing steps and there was no physical damage to the device where the foreign material remained. A definitive root cause for the reported event could not be identified. Olympus will continue to monitor the field performance of this device. The suggested event is detectable and can be mitigated by handling the device in accordance with the following instructions for use: the IFU states the detection method in the operation manual, chapter 3 preparation and inspection. The IFU states preventative measures in the reprocessing manual, chapter 5 reprocessing the endoscope.

Event description:
The customer reported, that during maintenance, the evis lucera elite colono-videoscope was found to have low water flow. The device was returned for evaluation and during the evaluation, the following reportable malfunction was identified: foreign debris was protruding from the air/water nozzle. No death or injury and no impact to patient or other has been reported. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.